Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had an alarm which was generated when a power system error (back up battery fails) was detected and this error does not prevent the pump from running. The customer¿s blood glucose was unknown. Customer stated that pump error was occurring every 4 hours. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. No battery alert noted during testing. No pump error 25 noted in device history files and power graph. (B)(4).